Event description:
The customer alleged they received a lamp fuse alarm. The customer powered down the analyzer and replaced the f3 (10a) fuse. When the customer powered on the analyzer, smoke came out and the customer observed the fuse housing had melted. The customer determined there were no flames. No one was injured by the blown fuse, the melted fuse holder, or the smoke generated. No one had to go to the emergency room or received treatment. Everyone was fine. The field service representative determined there was a defective fuse printed circuit board (pcb). He replaced the fuse pcb in the power supply. He performed a good initialization.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.